Event description:
A customer reported the lack of blast flags for a known aml (acute myeloblastic leukemia) patient on two (2) unicel dxh 800 coulter cellular analysis systems for the past few weeks. A separate MDR (# 1061932-2011-01562) is submitted for the event on the other dxh 800 instrument. Since the patient is a known leukemia patient, a manual differential was ordered and sent to the pathologist for review. The erroneous results were not reported out of the laboratory. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Specimens were collected in a standard ethylenediaminetetraacetic acid (edta) tube. Per the customer feedback event description, the instrument was performing within qc specifications. The 6c controls are run three times a day. The laboratory was not concerned about the accuracy of any of the numerical results, only concerned that the instrument was not more specific in flagging of this sample. Service was not dispatched for this incident. Analysis of raw data from the laboratory's other dxh 800 instrument found that the same patient's sample shows an abnormal neutrophil population. It is elongated and mixed with the lymphocyte population. However, it is in the low dc area and does not show many events in high dc region, which is a typical indication of blast samples. With the lack of abnormal features, the algorithm did not set a blast flag for the sample. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples.